Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise artifacts across the right atrial (ra) and right ventricular (rv) channels, which resulted in the signal artifact monitor (sam) being disabled. Technical services (ts) was consulted and assessed that these artifacts were most likely attributable to an external source related to a clinical procedure. No adverse patient effects were reported. This crt-d remains in service. Additional information was received confirming that the source of the reported artifacts was external due to an electrocautery procedure. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise artifacts across the right atrial (ra) and right ventricular (rv) channels, which resulted in the signal artifact monitor (sam) being disabled. Technical services (ts) was consulted and assessed that these artifacts were most likely attributable to an external source related to a clinical procedure. No adverse patient effects were reported. This crt-d remains in service.